Event description:
Customer reported via email they are having issues with our vests. The vests are ripping when patients pull, strive to get out of bed, etc. Some patients are physically strong. However; this did not seem to occur frequently with the old style.

Manufacturer narrative:
The lot number information is unknown. The product has not been returned for analysis. A review of the design history did not reveal any recent product or raw material changes, the last design change occurred in 2011. This investigation is ongoing. The rate of this type of complaint is 0.005% of patient safety vests sold during the past three years. There have been four similar complaints over the past three years. The exact conditions of this incident are unknown. It was reported that the vests are ripping when patients pull, strive to get out of bed, etc. Some patients are physically strong. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU, before use, check device for damage. Discard device if you have any questions about patient safety. Also, do not use on a patient who is or becomes highly aggressive, combative or suicidal. The posey sleeved jacket is intended for use with patients that are at risk for falls or those requiring a restraint to assist with medical treatment. The device is not intended for use with patients that are or may become highly aggressive, combative, agitated, or suicidal. Without the return of the device, the reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed monthly by management. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Reference # (B)(4).